Event description:
Covidien received information that, during patient use, the ventilator alarmed and stopped cycling. The device was removed from the patient. There was no patient harm reported.

Manufacturer narrative:
(B)(4).